Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device had a broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: a sharp break, wear abrasion and partial delamination of orientation. A dimension measurement in the shell was performed which identified that the thickness within specification. Based on the device analysis the final assessment is: a sharp edge break in the side posterior assessed as an unidentified (tear) opening and partial delamination of orientation dot due to adhesive failure.

Event description:
Health professional reported right side rupture and "alcl risk". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture and "alcl risk". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture and "alcl risk". Device was explanted.